Manufacturer narrative:
Age at time of event- 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, the balloon ruptured at 2 atmospheres when inflated at the lesion area and was then simply pulled out from the patient's body. The procedure was completed with a different device. No complications were reported and the patient condition is good.